Event description:
Health care professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during patient treatment. New disposables used to continue the treatment without incident. Estimated blood loss = 250cc. The dialyzer was reused 42 times prior to the reported event. Hcp reports no patient injury or need for medical intervention.